Event description:
It was reported that the patient¿s device was on her left side. The patient fell on her right side on two days prior to report and since then her device did not seem to be working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. It was noted that there was an appointment date of (B)(6) 2014. The patient was still having concerns with the device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).